Event description:
It was reported an issue with silkam suture. The client reported that the size of suture is 2/0 which is different from the package (usp 3/0). The suture thread is thicker.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 opened sample to analyse this case. Diameter result conducted on the silkam sample received is 0.241 mm in average and fulfils the requirements of the european pharmacopoeia for this size and thread: 0.200 mm < xave < 0.249 mm. Diameter average value is in the high range of the european pharmacopoeia (ep) requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.